Event description:
The customer stated that 150 patients generated higher than expected results for the architect ca19-9xr using lot 08851m500. No specific data was provided from all 150 patients. However, the customer provided data from 26 patients. One patient sample generated a result of 41 (unit of measure was not provided) using the defected lot and a result of 22 when retested after receiving the field action letter. The patient had a previous history result of 21. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.